Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reverted to manufacturer settings. No elective replacement indicator (eri) was present and a power on reset (por) was not apparent. The device was successfully reprogrammed, remains in use and continues to be monitored. No patient complications have been reported as a result of this event.